Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for spinal pain. It was reported that the patient dropped their controller and said that it had been acting funny- sometimes the controller changed from group a to b on its own. Their stimulation was also decreasing to 0 on its own; the patient would turn their stimulation up to 5 or 7 and then would check their implant and the stimulation would be down to 0. The patient confirmed that their therapy was on and adaptive stimulation was enabled. The patient originally thought that adaptive stimulation was turned off but when they checked their settings during the call it showed that adaptive stimulation was turned on. The patient was advised on how to turn adaptive stimulation off. It was reviewed that the controller seemed to be working as intended. The patient also noted that they were feeling a tingling down their right leg and had a hard time sleeping last night. No further complications reported.

Event description:
Additional information was received from the patient on 2018-nov-13. The patient indicated that they tried without hd and intermittent. It wasn¿t helping overall. The stimulator was reset back to hd and over a under area of the back. No further complications were reported/are anticipated.